Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Primary analysis finding: no anomalies were identified.

Event description:
It was reported during the implant procedure, the programmer would go into susp mode; thus detection did not occur. The physician however though it may have been related to the position of the omega fluoro camera. Consequently, this device was explanted. A same brand device was selected and successfully implanted uneventfully. No patient complications have been reported as a result of this event.